Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was hit by blue light during an electrical storm. The light came through the window and hit the pt who was sitting in a chair. The pt's family noted they saw the pt move from a reclining position to almost landing on his feet. Since the event, the pt has had a return of low back pain. Troubleshooting indicated the recharger was blank. The pt had an appointment with the healthcare provider on (B)(6) 2011. Add'l info reported the pt had the c3-c7 nerves cut about 3-4 months ago using a rf ablation. The pt suffered a seizure about 2 weeks following the procedure. The pt stated he may need to have the procedure repeated as a result. There did not appear to be any related issues with the implanted stimulator and this procedure. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.